Event description:
It was reported that during an ipg revision due to normal end of life, impedance check revealed high impedance on the lead. As such, the lead was explanted to address the issue. Reportedly, patient had effective therapy with the other existing lead. The lead was implanted in 2017, exact date of implant is unknown.

Manufacturer narrative:
D10: therapy date is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
The reported event of invalid impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause invalid impedances.